Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as lack of hand washing. The patient was hospitalized for the peritonitis event. Treatment was not reported. The patient was discharged two days after admission. At the time of this report, the outcome of peritonitis was to be determined. On an unknown date the pd catheter was removed. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.